Event description:
To whom may it concerned I recently got the pcr covid 19 test from (B)(6) at (B)(6), dated on (B)(6) 2022. The result came out within 72 hours to the positive covid case; however, I noticed that there was a wrong specimen collected date in the official report shown (B)(6) 2022. I didn't fully trust the result because of a wrong collected date. Very next day, I tried to find any free covid test site in (B)(6), but nowhere providing free covid test site during weekends. So we drove around town to find a spot in urgent care facility to get test for my children and my wife. We all got rapid covid tests at (B)(6) and the results were all negative by my own expenses. I also got another pcr test in a hospital and it was negative as well. I reported this issue to the customer relationship department of (B)(6) company and claimed it to get reimbursed my extra cost for the covid test. However, they refused because it was my choice to get additional test from an urgent care facility. I understood yes, it was my choice to get test my own expense but the safety is the first matter for us than extra cost to protect our family and community. If the (B)(6) didn't mess up my covid test, we don't have to have any additional tests. (B)(6) provide a free covid test with drive-through option and it's very thankful; however, they should be more careful to handle specimens to provide accurate result as possible as they can. Please consider this issue seriously and guide service providers strictly. Best regards, (B)(6). FDA safety report ID# (B)(4).